Event description:
New information noted that the patient experienced no consequences throughout the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with skin erosion at the implanted device pocket site. The patient had his implantable cardiac monitor pulled out by himself. No intervention was performed, and the patient was recovering. The patient will continue to be monitored.